Event description:
It was reported that following a urethral bulking implant, the doctor observed extruding material one month after procedure. The doctor removed the material and re-scoped the pt one month later ahd the issue was resolved. No further complications have been reported.